Event description:
It was reported that the insulin pump has a crack in case. It was stated that the device was not bumped or dropped. The drive support cap does not have damage. It was stated that a part of the battery compartment broke off. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and cracked lcd window.